Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in hospice care and it was requested that the device be turned off. The programmer head was put on the device but it could not be interrogated and there was no tone when a magnet was applied. It was unknown how long it had been since the device was last interrogated. The device remains in use. No patient complications have been reported as a result of this event.